Event description:
While reporting a check supply line alarm during prime to baxter's technical service center, the customer stated that while the homechoice was in prime, the caregiver (cg) disconnected then reconnected a bag. The technical service representative (tsr) advised the cg to start over with all new supplies. The tsr assisted the cg with removal of the cassette and the hc was in therapy. The tsr walked the cg through ending therapy procedure and advised the cg to notify the nurse of this event. Baxter product surveillance spoke with the cg on (B)(6) 2011. The cg stated that the patient ran short of solution so she was told to reset the cycler up with new supplies and just do the first 2 cycles. The cg said that patient's therapy has since been changed from 2 bags to 3 bags. The cg did not provide any additional information regarding disconnecting the supply bag and reconnecting when asked. The cg said that everything has been resolved and the hp is continuing therapy with no further issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report is for a user error. The reported issue was not confirmed. However, per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.